Manufacturer narrative:
Date of birth was not provided. The patient¿s age was estimated based on age at time of implant. Patient¿s weight was not provided. There is an issue with UDI/gtin # since (B)(4) is a study catalog number. This issue is being worked on. Approximate age of device ¿ 61 days. The heartmate 3 device was commercial on 23aug2017; however this patient is part of the ide long term study for heartmate 3. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient had dark drainage at the driveline exit site. It was reported that the patient was not wearing a driveline anchor. Cultures were positive for coagulase-negative staphylococci. The patient was instructed to take doxycycline 100 mg twice per day; however the patient did not take the antibiotic. On (B)(6) 2017, the patient presented to the emergency department with worsening pain and drainage from the driveline exit site. Per the lvad clinician, this was due to not taking the antibiotic. White blood cell count (wbc) was 11.0. The patient was readmitted for approximately one week. The patient was treated with IV vancomycin and cefazolin. The patient was discharged home on oral doxycycline.

Manufacturer narrative:
Corrected data: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, the patient presented with 3 day history of increased pain around the driveline site. Blood and wound cultures were repeated and the patient was started on vancomycin, flagyl and cefepime. On (B)(6) 2017, all cultures were negative and the patient was discharged on oral doxycycline 100mg bid x14 days. On (B)(6) 2017, the patient was seen in the infectious disease clinic and reported that the pain had resolved. Doxycycline was continued.